Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other perclose proglide device, referenced is being filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the common femoral artery was attempted with two proglide devices using the pre-close technique via a 4f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, cuff misses occurred with both proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an 8f and to 12f. The evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.